Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Additional information from the field indicated that noise was seen on the lead electrogram (egm). Furthermore, the patient will follow up to another hospital for lead explant which was seen on device interrogation. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Additional information from the field indicated that noise was seen on the lead electrogram (egm). Furthermore, the patient will follow up to another hospital for lead explant which was seen on device interrogation. This lead remains in service. No adverse patient effects were reported. At a later date, this lead was extracted, with high capture threshold measurements and high out of range impedance measurements. A new device was implanted. No additional patient effects were reported. The device is not expected to return for analysis.